Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. Product ID: 8835, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, healthcare professional (hcp), and a manufacturer representative (rep) regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for spinal pain, non-malignant pain, and postlaminectomy pain. It was reported that the patient's catheter was twisted and the patient was not getting any medication. It was noted the patient had their pump replaced back in (B)(6) 2017 due to elective replacement indicator and there were no issues at that time. The nurse came to fill the pump and it did not need to be filled. It was later stated that maybe a month ago, the nurse was refilling the pump and pulled back almost all of the reservoir volume. They were expecting there would not be much left in the reservoir as they were performing a normal refill. The exact volumes or specific dates were not available. The pump and catheter were then replaced on (B)(6) 2017 and the catheter was completely twisted. Then the hcp received a call from the patient that their personal therapy manager (ptm) was not working. A code was seen on the ptm on (B)(6) 2017, however it was not known what the code was. The nurse asked if pa dosing had been enabled on the pump that was programmed yesterday. The nurse was to follow up with the rep who had worked the replacement case. No further issues were reported or anticipated. The patient was noted to be "alive - no injury". No further issues were reported or anticipated.